Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The nasal cannula ignited and the patient reportedly expired from his injuries. The device was returned to the reporting facility for evaluation on 10/15/2016. The device was evaluated and was found to operate properly. There was no evidence of thermal damage observed. The device was returned to the rental stock. The device is currently in patient use. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."